Event description:
Pt developed a red, itchy, bumpy, rash to an area around a tracheostomy where the non stick gauze pad was used. The caregiver states that the rash made the skin break down and become open. The pt's nurse reports, "within 6 hours a notable demarcation appears with a raised itchy red rash. This rash is similar to reactions from other products." Oral benadryl was given to treat the rash. The pt is alleged to have developed complications from the benadryl treatment (urinary retention which let to congestive heart failure) which necessitated medical treatment.